Event description:
During an unrelated procedure, noise resulting in oversensing and pacing inhibition was observed on the right ventricular (rv) lead. The patient was pacemaker dependent, however, did not experience any symptoms as a result of the loss of pacing. The physician alleged insulation damage to be the cause of the event, however, was not confirmed via diagnostic imaging. The device was reprogrammed to resolve the event and the patient was in stable condition.